Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.